Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel bms catheter. The balloon is loosely folded, the stent is still on the balloon. The hypotube, outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks. The distal end of the stent is damaged/flattened. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported difficulty, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left side. The 84% stenosed, 25mmx2.75mm, eccentric and de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. The lesion contained a bend of <=45 degrees. A 28x2.75mm rebel stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was noticed that the tip of the stent struts was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left side. The 84% stenosed, 25mmx2.75mm, eccentric and de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. The lesion contained a bend of less than equal to 45 degrees. A 28x2.75mm rebel stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was noticed that the tip of the stent struts was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.